Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a spinal fusion surgery on the cervical region of her spine from vertebrae c6 to c7. Reportedly, during the surgery, select parts of rhbmp-2/acs (i.e. Only the rhbmp-2 and collagen sponge) were used in the patient. As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic neck pain, with pain and radiculopathy in her shoulders and arms, hand pain and paressthesia, difficulty swallowing, and difficulty breathing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with cervical radiculopathy, c5-6 and underwent the following procedures: anterior cervical discectomy and fusion using synthes zero-p plating system with removal of previously placed codman cervical plate at c6-7. As per the operative notes: ¿a nerve hook was passed into the foramen at cs-6 bilaterally. Gelfoam and thrombin were used to control hemostasis. A 6 mm synthes zero-p trial was placed within the disc space and found to be of the appropriate size. The operative site was copiously irrigated with bacitracin solution. The synthes zero-p spacer was then prepared with the very small amount of bmp(bone morphogenic protein) ,as well as bone matrix, and the patient's own local autograft bone. This plating system was then placed within the disc space.¿ the patient tolerated the procedure well without any intra-operative compliactions.